Event description:
The patient presented to our facility to have a transvaginal mesh explanted, reportedly an ethicon mesh. This mesh was placed in the year 2000 when the patient had a bladder sling. No other information on the date is given.